Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The wife of a (B)(6) male pt called zoll customer support to report that the electrode belt electrodes were cutting into the pt's skin, causing the pt to bleed. It is unk whether the pt required med intervention. The clinical outcome of the wound is unk.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. Device eval of electrode belt sn (B)(4) was completed. The electrode belt was fully functional upon receipt.